Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 27 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2016 at 02:00am. The patient does not take any medication to manage her diabetes and continued to follow her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms however stated that at 04:00am on (B)(6) 2016 she had her blood glucose tested on a onetouch ultramini meter which gave a result of 130mg/dl and she was treated with glucose tabs/gel from the emergency medical services. During troubleshooting the cca noted that the meter batteries did not require replacing and there was no apparent misuse of the device. The meter did not power on when the power button was pressed or when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported as the patient received medical intervention from a healthcare professional after the alleged meter issue occurred.

Manufacturer narrative:
The lay user/patients meter has been further evaluated by lifescan product analysis with the following findings: the investigation concluded that the subject meter would not turn on due to a power source issue; however, no product malfunction was identified. A secondary issue was also observed; the meter was found to have a battery leakage issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.